Event description:
Per the clinic, the patient experienced pain and discomfort leading to device non-use. Subsequently, the device was explanted under general anesthesia on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.